Manufacturer narrative:
Date of event: (B)(6) 2018. The service engineer inspected the device. The unit was tested and a cable was replaced. A final test was performed and the unit passed.

Event description:
It was reported that during testing the ventilator failed the alarm test. There was no patient involvement. The event date was not specified, estimate used.